Event description:
Olympus reviewed the following literature titled "intestinal decompression and drainage in preventing post-endoscopic submucosal dissection (esd) electrocoagulation syndrome in colorectal esd: a prospective study". The aim of the study was to explore the efficacy of a prophylactic intestinal decompression tube in reducing the incidence of post-endoscopic submucosal dissection electrocoagulation syndrome (pecs). A total of 157 eligible patients with colorectal mucosal lesions scheduled for endoscopic submucosal dissection (esd) were prospectively recruited; after drop out 11 patients, 146 patients were randomly assigned to an experimental group or control group. Patients in the experimental group underwent placement of an intestinal decompression drainage tube after esd, while the control group received no additional treatment after esd. The primary outcome was the incidence of pecs. Secondary outcomes included the incidence of postoperative complications, time to removal of the intestinal decompression tube, the degree of abdominal pain as measured by the visual analog scale (vas), and the participants¿ self-rated comfort level with the intestinal decompression tube. A total of 146 patients were finally analyzed between (B)(6) 2022 and (B)(6) 2023. All tumors were successfully resected en bloc. A significant difference in the incidence of pecs was found between group 1 and group 2 (5.5% vs 16.4%; p¼0.034). Precisely, 61.6% of patients felt painless for intestinal decompression tube, and no severe or unbearable pain was reported. In conclusion, the placement of intestinal decompression drainage tube could reduce the incidence of pecs after colorectal esd, which might play a preventive role in the occurrence of pecs. The following procedure and devices were used in the literature procedure: endoscopic submucosal dissection (esd). Devices: gi videoscope gif-hq290 gi videoscope (gif-q260j) distal end cover (d-201¿11804) injector (nm-4l-1) single use electrosurgical hemostatic forceps (fd-410lr) . The following adverse events were mentioned: intraoperative perforation (1).

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report is related to the following patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.